Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the patient implanted with an impella rp flex developed a fever and hemolysis. In response, the impella was repositioned. Later, the family decided to withdraw care and the patient expired.

Manufacturer narrative:
The pump was not returned for investigation. Data logs were available for the first five hours of the case. The cause of the hemolysis was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. The cause of the fever was not determined due to insufficient clinical details. The cause of the positioning issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. The pump passed all post sterile inspection checks.